Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent balloon would not deflate. Access was gained through the right femoral artery. The 75% stenosed ostial lesion being treated was located in the severly calcified, mildly tortuous proximal left anterior descending (lad) artery. After placement of the guide catheter and guidewire, the patient went into ventricular fibrillation, 200 joules shock was administered, and patient went back into sinus rhythm. The lesion was predilated with a 2.5x20 mm maverick balloon, several inflations were made at 12 atms. The physician placed the 3.00x20 taxus express2 drug eluting stent, inflating 14atms. The stent was deployed and the stent balloon would not deflate. The patient went into cardiac arrest and code blue was called. The patient was shocked three times (300-360 joules), et tube was placed. The patient went into ventricular fibrillation, additional shocks were administered, and manual breaths were delivered. A balloon pump was placed and the physician used the back end of a non-bsc wire to pop the balloon. The balloon was removed. Medications given: heparin, amiodarone, reopro, atropine, dopamine, and neo. No additional patient complications were reported.